Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported via the medwatch form that the endotracheal tube (ett) holder was in place, rt found the ett tube may have been allowed to migrate/dislodge. There are reports that this tube holder does not work as designed to secure the ett tubes and prevent from dislodging." The reported defect was detected during use on patient. The patient condition is reported as "deceased": (B)(6) 2022. Additional information was received, and it was confirmed that the teleflex et holder had been in place on (B)(6) 2022 prior to the passing of the patient and was left in place by the rt's present post code, and did not directly contribute to the patient's death.

Manufacturer narrative:
(B)(4). MDR report key (B)(4); MDR text key (B)(4). Complaint verification testing could not be performed as it was reported that no sample is available for analysis. The manufacturing site reports that "power choice had carried out the static test (sampling check) as per the astm 2726 for each lot that produced. There is no lots rejected in-house due to the same issue as reported by complainant." The manufacturing site also reports, "according to the IFU as in picture 1, the user are advised to aware of the precautions and follow the IFU accordingly to avoid potential injury to the patients." A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via the medwatch form that the endotracheal tube(ett) holder was in place, rt found the ett tube may have been allowed to migrate/dislodge. There are reports that this tube holder does not work as designed to secure the ett tubes and prevent from dislodging." The reported defect was detected during use on patient. The patient condition is reported as "deceased"- (B)(6) 2022. Additional information was received, and it was confirmed that the teleflex et holder had been in place on (B)(6) 2022 prior to the passing of the patient and was left in place by the rt's present post code, and did not directly contribute to the patient's death.